Event description:
It was reported that a patient underwent a repair of a small, left indirect inguinal hernia on (B)(6) 2007 and mesh was used. The patient underwent reoperation on (B)(6) 2011 for a small, late recurrent hernia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.